Manufacturer narrative:
Other, other text: two samples were received for evaluation. Device underwent functional testing; a syringe was used to infuse water into the cassette bag. A leak was detected at the bonding between the luer and the tube in both samples, confirming the reported customer complaint. The problem source has been determined to be manufacturing. Additionally, four pictures were received for evaluation. There was no evidence of damage that could create the failure mode reported.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical product was leaking from the connector. There was no patient injury.